Event description:
It was reported that a patient had an initial right shoulder implanted in (B)(6) 2020, and later underwent a revision procedure approximately 4 years 8 months post the initial procedure. The patient underwent a dair procedure to treat infection. There was a like to like exchange for the liner and glenosphere components. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. Relevant x-rays were not able to be obtained. The explanted devices are not available for return. They were discarded by the customer. No images of the explanted devices were available. No further information.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 315-35-00 - glnd kwire, 320-02-38 - rs expanded glenosphere 38mm, +4mm offset, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-15-02 - rs glenoid plate sup aug, 10 deg, 320-15-05 - eq rev locking screw, 320-20-00 - eq reverse torque defining screw kit, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, 320-38-00 - equinoxe reverse 38mm humeral liner +0. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.